Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device stopped working during mid skin harvest. The event timing was during surgery. There was no harm or delay reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported. This report should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported. This report should be voided.